Event description:
It was reported that bleeding issue occurred. The sensor was inserted on the arm and is inserted on (B)(6) 2024. Date of event is an approximation. The patient experienced a bleeding at the sensor site which occurred the day the sensor was inserted into the arm. On (B)(6) 2024, the patient went to a family clinic for evaluation due to the bleeding. Since the site would not stop bleeding, the site was cauterized. No medications were provided to the patient, and she went home the same day. The patient was in stable condition at the time of the report. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.